Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009 essure (fallopian tube occlusion insert) was placed. It took 60 minutes for placement. The consumer does not have nickel allergy. On (B)(6) 2009 the consumer experienced painful placement and insertion went difficult. In (B)(6) 2009 the consumer experienced lower back pain. Work-related problems, problems with daily tasks at home and relation and/or family problems were informed. She also had pain in leg, arthralgia, depressive feelings, tiredness, memory loss and concentration problems. In an unspecified date the consumer experienced problems urinating, heavier menstruation, tingling, and poor circulation. Time till start of complaints was 2 months. Blood test performed (no result provided). Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. This event is serious due to reported disability (work-related problems and problems with daily tasks were mentioned but not specified) and listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Although the lack of details provided, she had work-related and daily tasks problems (seen as disability). Thus, considering no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested.

Manufacturer narrative:
A quality-safety evaluation was received on 09-sep-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received from a consumer on 29-sep-2016: on (B)(6) 2009 (discrepant information) the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. She holds bayer liable for the damages caused. Company causality comment: this potential legal spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. The xenobiotic material has been removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. This case is regarded as incident since device removal was required. Other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-oct-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up 08-nov-2016: no consent for follow up information received. Nca number: (B)(4). Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-nov-2016 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this potential legal spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. The xenobiotic material has been removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. This case is regarded as incident since device removal was required. Other non-serious events were informed. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No consent was received. Therefore, no further information can be obtained.